Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported a possible left side exchange of implant, with no complaint against the device. Patient later reported "superior displacement: and capsular contracture (baker grade unknown). Device has been explanted and replaced.